Event description:
It was reported that the user experienced elevated blood glucose after a morning infusion site change while using the ilet system with an inset infusion set (lot 6004913, 23-inch tubing) and a g6 cgm, with a peak glucose of 200 mg/dl for approximately two hours; the user changed the tubing and infusion set with agent guidance, did not change the cartridge or connector, found no cannula bend or visible damage upon removal, resumed insulin delivery, and glucose subsequently returned to 160 mg/dl. Symptoms included hyperglycemia without loss of consciousness, dizziness, or diabetic ketoacidosis. Outcomes included no medical intervention, no backup therapy, and no ketone testing. Investigation included complaint assessment and user troubleshooting and education. Investigation of this case revealed no device malfunction reported, no product damage observed by the user, and cause of hyperglycemia remained undetermined. It was concluded that the event was non-serious, resolved with user-directed troubleshooting, and the cause remained unclear. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.